Event description:
Per the audiologist, the pt reported the cochlear implant system suddenly stopped working and he could not hear. Reportedly, there were no adverse events or problems at this time. Implant tests done at the clinic showed the implant was not working. An x-ray done (date not reported) showed the implant was correctly placed in the cochlea. Exchanging the external equipment did not alleviate the problem. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.